Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2006. A visual inspection of the device revealed no apparent defects. The memory log was downloaded. The device recorded 20 log entries between (B)(6) 2017 and the (B)(6) 2018. There were 6 manual power ons on (B)(6) 2017, each of which under 10 seconds in duration. On the (B)(6) 2018, the device failed an auto self test with low battery. There were 13 manual power ons between (B)(6) 2018, five of which were of 10 minute duration. As the device passed out qat on the (B)(6) 2006 and the first log entry was on (B)(6) 2017, this would suggest that the user accessible memory was erased prior to the first log entry. As this is a pre-2008 model which only contains a user accessible memory log no information can be determined between these dates. The returned pad-pak was inserted into the device. The device powered on upon insertion of the pad-pak, passing a self-test. A ¿warning, memory full¿ prompt was given upon shutdown and the status led continued to flash green. The device could not be power cycled again using the on/off button. The device was disassembled to investigate. The investigation found that the fault was attributed to membrane failure. In this case, the 10 minute time outs and the measurements taken during the course of the investigation would confirm a failing membrane. Furthermore, the device was observed switching on upon insertion of a pad-pak, this is a further symptom of a membrane failure. The faults could not be replicated with a new membrane fitted. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300 passed ¿out qat from heartsine technologies on the (B)(6) 2006. A visual inspection of the device revealed no apparent defects. The memory log was downloaded. The device recorded 20 log entries between the (B)(6) 2017 and the (B)(6) 2018. There were 6 manual power ons on the (B)(6) 2017, each of which under 10 seconds in duration. On the (B)(6) 2018, the device failed an auto self test with low battery. There were 13 manual power ons between the (B)(6) 2018 and the (B)(6) 2018, five of which were of 10 minute duration. As the device passed out qat on the(B)(6) 2006 and the first log entry was on (B)(6) 2017, this would suggest that the user accessible memory was erased prior to the first log entry. As this is a pre-2008 model which only contains a user accessible memory log no information can be determined between these dates. The returned pad-pak was inserted into the device and powered on upon insertion of the pad-pak, passing a self-test. A ¿warning, memory full¿ prompt was given upon shutdown and the status led continued to flash green. The device could not be power cycled again using the on/off button. The device was disassembled to investigate. Further investigation found the fault could be attributed to membrane failure. The faults could not be replicated with a new membrane fitted. The returned sam 300 is now outside of its warranty period and will be scrapped.